Event description:
It was reported customer experienced a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. The distributor attempted to reset the pump by turning it off and on, but the malfunction persisted. The device was returned, and a replacement pump was provided.